Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The quality controls were within acceptable ranges. The ccc specialist informed the customer about pre-analytical sample handling procedures and recommended that the customer follow the tube manufacturer's instructions for spinning the sample. Upon the ccc specialist's recommendations, the customer replaced chem wash reagent, the sample probe cleaner, and replaced and aligned reagent probe 1. The customer cleaned the reagent drains and ran chem wash. The customer then calibrated the ctni assay, reran chem wash and ran patient samples. The customer discovered that the heterogeneous module wash probe tube was disconnected. The customer connected the tube, primed the tubing and ran quality controls, which were acceptable. The customer also ran patient samples, which were acceptable. The cause of the discordant, falsely elevated ctni results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on four patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension xpand instrument, resulting lower. The repeat results from the alternate dimension xpand instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.